Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five events of infusion set kinked cannulas on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 respectively. The issue was observed within three or more hours after insertion. The infusion set was in use for 1-2 days. The site of insertion was arm, stomach and thigh. Patient changed infusion set and stopped using until they receive more help. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.